Event description:
Customer stated "stays on and doesn't turn off" product was returned for investigation. An investigation was done into the customers complaint, and the inspector observed that the switch was turning off after every time trigger was released. The pad was tested by a quality control technician, and the pad was heating and functioning properly. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.